Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt programmer and charging system would not locate the ipg. The pt programmer displayed an error message. The physician believes the pt's anatomy is the potential cause of the issue. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.